Event description:
It was reported that this patient with an implantable cardioverter defibrillator ICD) had inappropriate anti-tachycardia pacing (atp) and shock therapy due to an atrial arrythmia events. The device delivered 29 rounds of atp and 5 shocks. Additionally, it was noted in one of the stored episodes the atp and shocks did not convert, then atp gradually slows down, but conversion was questionable. The health care professional (hcp) noted that the patient is non-compliant and does not take anti-arrhythmic medications. The patient is now on a drip and the rhythm is responding favorable. At this time, the device remains in service. No additional adverse patient effects were reported.